Event description:
It was reported, the subject camera head picture was blurry. Is the issue occurred, during an unspecified procedure. The procedure was completed with a similar device. With no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the blurry image was, due to bad charge-coupled device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.